Event description:
A malfunction of the urinary sphincter occurred. There was loss of fluid from the implant. The MFR response for the urinary sphincter, per site reporter, is ams wants the sphincter returned to determine the problem. There was a pin hole leak in the systemm and fluid leaks.